Event description:
It was reported that the device was explanted after an implant duration of at least 79 months, due to aortic stenosis, secondary to heavy calcification. Information learned from implant patient registry and from the health care provider's response.

Manufacturer narrative:
Evaluation summary: the valve was received with the sewing ring returned cut off from the valve and the cusp three leaflet had detached from the wireform. Moderate to heavy intrinsic and extrinsic calcification was present in the cusp of all leaflets. The calcification had reduced leaflet mobility and thus led to stenosis. One tear, 5 mm in length, was noted on the free margin of leaflet two at cusp 3 commissure. Calcification was present at this region. Minimal to moderate host tissue overgrowth was observed on the stent on the inflow and outflow aspects. A layer of host tissue overgrowth was also observed on the tissue of all leaflets on the inflow and outflow aspects. Extensive calcification and stent distortion were noted in the x-ray.